Event description:
It was reported that the light cord got too hot during use.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: light cord getting hot probable root cause: - damaged light cable - damaged scope - damaged coupler - damaged leds - main board malfunction - loose / misaligned jaw assembly - light engine/ light pipe malfunction or damaged - bent esst contact - inconsistent esst contact - camera head communication - front board malfunction - touch panel malfunction - power supply malfunction - thermal switch malfunction - ac inlet board malfunction - inadequate air flow - sidne port malfunction - poor workmanship - inadequate calibration - use error electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light cord got too hot during use.